Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the acrobat-I stabilizer flex link arm was defective. When the knob was tightened, the arm could not be stabilized. A new unit was used to complete the procedure. There were no patient effects. The product is returning.